Manufacturer narrative:
This report is submitted on september 01, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced infection at the abutment site. Subsequently the patient was treated with oral and IV antibiotics (date and duration not reported). The infection had since resolved.